Event description:
Customer was finding that the sponges were leaving fragments when wiped on the surface of the cornea. This was happening in the wet expanded form and the dry form. When used on the stromal bed under a lasik, flap particles were left in the interface of several patients. When used on the stromal bed of prk, many fragments were left and could not be removed with irrigation with bss. Several patients have those sponge fragments now incorporated into their regenerated epithelium.

Manufacturer narrative:
Method- product was returned and visual inspection confirmed complaint. Results- operational problem. The dye used to cut the pva spears did not cut as intended, resulting in sponge particulate from the device. Conclusions: maintenance deficiency, all dyes were sent out to be sharpened and a pm was put into place.